Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knot in the catheter was inconclusive due to the sample condition. One groshong 4fr single lumen PICC was returned for investigation. No knots were observed in the catheter tubing. The catheter was 42.3cm in length and contained the 3-position valve at the distal tip. The connector and the proximal segment of the catheter were not returned for investigation. Residue from use was observed on the external surface of the catheter and within the lumen. The PICC was received over a non-vad guidewire that was 3 meters in length. The wire was protruding through the blue radiopaque stripe 1.1cm from the distal tip of the catheter. It appeared that the wire had punctured the tubing. It was reported that the catheter was difficult to remove and an x-ray showed a knot in the catheter. The non-vad guidewire that was returned for investigation may have been used to assist in the removal of the catheter. A functional test revealed that the catheter was patent to infusion. Since no knots were observed in the catheter, the complaint was inconclusive. A review of the device history record (DHR) showed that the lot met all release criteria. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezc0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at the end of the chemotherapy cycle, the patient required to remove the catheter. It was difficult to remove at 7cm site. X-ray examination was performed according to the doctor's advice and the x-ray showed that the catheter was knotted.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezc0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at the end of the chemotherapy cycle, the patient required to remove the catheter. It was difficult to remove at 7cm site. X-ray examination was performed according to the doctor's advice and the x-ray showed that the catheter was knotted.